Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ECMO support utilizing the novalung console and the patient¿s death. The cause of the patient¿s death was attributed to acute respiratory failure with no indication this event was related to ECMO support or the performance of any fresenius/ xenios product(s) or device(s). It is well established critically ill patients on ECMO support carry a high risk of mortality due to underlying pathology. This is consistent with the report of the patient¿s death due to acute respiratory failure. Therefore, the novalung console can be excluded as a root cause of this patient¿s adverse event. Based on the available information, there is no allegation or objective evidence any fresenius/ xenios product(s) or device(s) malfunction or deficiency caused or contributed to this patient¿s adverse event.

Event description:
It was reported to fresenius that a patient on extracorporeal membrane oxygenation (ECMO) support expired. Upon follow up, it was reported the patient expired due to acute respiratory failure on day three of ECMO support. The patient was initially placed on ECMO support utilizing veno-venous modality on the novalung console due to acute respiratory failure. The patient was connected to the novalung console and undergoing ECMO support at the time of death; however, it was reported this adverse event was solely attributed to acute respiratory failure. There was no indication the event was related to ECMO support or the performance of any fresenius/ xenios product(s) or device(s).

Event description:
It was reported to fresenius that a patient on extracorporeal membrane oxygenation (ECMO) support expired. Upon follow up, it was reported the patient expired due to acute respiratory failure on day three of ECMO support. The patient was initially placed on ECMO support utilizing veno-venous modality on the novalung console due to acute respiratory failure. The patient was connected to the novalung console and undergoing ECMO support at the time of death; however, it was reported this adverse event was solely attributed to acute respiratory failure. There was no indication the event was related to ECMO support or the performance of any fresenius/ xenios product(s) or device(s).

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. The patient was connected to the console and undergoing ECMO support at the time of death; however, it was reported this adverse event was solely attributed to acute respiratory failure. There was no indication the event was related to ECMO support or the performance of any fresenius/ xenios product(s) or device(s). From a medical point of view, it is highly unlikely that the delay in treatment contributed to the patient¿s death. The investigation into the cause of the reported problem was not able to be confirmed.